Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm with a max diameter of 5mm and a 4mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was minimal. The access vessel was the femoral artery, with unknown diameter.  It was reported that after the echelon microcatheter was shaped, it was found that the distal end was damaged. After replacement, it was used smoothly. It  was also reported that the axium spring coil was difficult to detach and multiple attempts to detach it manually failed. After replacement, it was successfully implanted. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the damage was not determined. A break was observed, and no specific issues were identified that could have resulted in this damage. The cause of the coil's non-detachment was also not determined. The instant detacher was not used; instead, manual detachment was attempted three times. It was unknown whether any issues encountered prior to coil non-detachment, or any pushwire damage, were observed after removal from the patient.